Event description:
It was reported that the patient experienced a return of symptoms. The pain in their leg has returned about 5-6 days ago. The patient was admitted to the hospital a few days prior and reported that they have a staph infection. The patient was planning to speak with his treating physician about having the pump checked. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2012, additional information received reported that the patient had not been seen by his managing pain health care professional (hcp) since (B)(6) because he winters in (B)(6). The patient was last refilled by them on (B)(6) 2011. The device system was used to deliver dilaudid at that time. On (B)(4)2012, additional information received reported that "the problem was with the patient's heart pacemaker, not his implanted pain pump." The pain hcp did not have any other information. It was unknown was medication was currently being used in the device system. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011. Product type: accessory.

Manufacturer narrative:
(B)(4).